Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 20 mg/dl. The customer was admitted to the hospital. The customer stated that she had a severe low blood glucose incident where wrecked her car. The customer was released from the hospital. The customer reported via phone call that the insulin pump alarm motor error and no delivery alarms without explanation. Customer declined 24 hour helpline.